Event description:
It was reported that increased capture threshold which resulted in loss of capture was observed on the right ventricular (rv) lead. Additionally, variable r-wave sensing occurred. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.